Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record review: a device history review was performed and no non-conformance's were detected related to the reported condition. Complaint history review: a complaint history review was performed which indicated that there were no complaints filed against the reported lot number. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and the reported condition was confirmed. The external features of the cutter device were visually inspected, and it was observed that the tip of the cutter was broken. The cutter was examined and photographed using 28x magnification. Based on the photographs taken the angle indicated that there was excessive force applied. It was determined that the root cause of the broken cutter was due to excessive lateral or side to side force. It was determined that there was no other data to support an alternate defect to cause the failure. The assignable root cause was due to user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the cutter device broke during use. It was reported that there were no broken parts in the patient¿s body. There were no delays to the surgical procedure as a spare device was used to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.